Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported the device had a cutting and/or knife issue in which the knife lever became stuck. The jaws of the device were sticking to tissue and the device was difficult to remove from tissue after a seal. Another lf1744 was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.